Event description:
The physicians had the wire placed distally in the ramus, he introduced a noncompliant balloon to the proximal lesion, inflated and the very distal portion broke off into a very small side branch, pt was transferred to s&w for foreign body removal the next day.